Manufacturer narrative:
Customer reported that they were unable to access a pyxis anesthesia es system drawer during a procedure. The nature of the procedure was not disclosed. Customer did not specify the length of the delay to patient care. The medications involved were epinephrine, albuterol, and benadryl. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was determined to be a corrupted software application. The root cause of the issue is documented in knowledge article (B)(4). The issue was resolved by the field service technician replacing the hard drive and applying a software hotfix.

Event description:
Customer reported that they were unable to access a pyxis anesthesia es system drawer during a procedure. The nature of the procedure was not disclosed. Customer did not specify the length of the delay to patient care. The medications involved were epinephrine, albuterol, and benadryl. Patient or user harm was not reported.